Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of safety and feasibility of transcatheter closure of atrial septal defects in small children weighing less than 10 kg were reported in a research article in a subject population with multiple co-morbidities including premature birth, poor weight gain, tachypnea, feeding difficulty, recurrent lung infection, prior hospitalization, pulmonary hypertension, pulmonary systemic shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: safety and feasibility of transcatheter closure of atrial septal defects in small children weighing less than 10 kg.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Literature attachment: article title "zero-contrast transcatheter aortic valve implantation vs. Standard practice: periprocedural and long-term clinical outcomes" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "safety and feasibility of transcatheter closure of atrial septal defects in small children weighing less than 10 kg", was reviewed. The article presented a retrospective, single center study that analyzed the clinical characteristics and procedural outcomes of all consecutive children weighing under 10 kg who underwent device closure at the institute in the last 10 years and compared them with a group of preschool children aged under 4 years but weighing more than 10 kg. Devices included in the article were amplatzer septal occluder, lifetech occluder, and occlutech occluder. The article concluded that device closure was feasible and safe in patients under 10 kg. Transthoracic echocardiographic imaging on conscious sedation provided adequate guidance. Symptoms and growth significantly improved after intervention. Despite a larger defect size, smaller patients had comparable outcomes. In symptomatic children under 10 kg needing early closure, transcatheter intervention should not be deferred. [The primary and corresponding author was kothandam sivakumar; department of pediatric cardiology, madras medical mission, institute of cardio vascular diseases, chennai, india, with corresponding email: drkumarsiva@hotmail.com] the time frame of the study was from january 2013 to december 2022. A total of 256 patients were included in the study, of which 140 (54.7%) received an abbott device. The average age was 34 months, and the majority gender was female. Comorbidities included premature birth, poor weight gain, tachypnea, feeding difficulty, recurrent lung infection, prior hospitalization, pulmonary hypertension, pulmonary systemic shunt.